Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 4/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the patient line of the homechoice set during a dwell phase without pausing therapy. Hp did not get back in time for the drain cycle to follow. When hp returned the cycler was alarming, in an endeavor to clear the alarm, hp reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to complete therapy manually. Per rn, no patient injury or medical intervention was associated with this incident.